Manufacturer narrative:
Correction to field e1: initial reporter phone and fax. Correction to field h10: on each segment was electrically continuous. This ingevity lead was returned to boston scientifics post market quality assurance laboratory in two segments, having been severed during the implant procedure. Visual examination also noted that the helix mechanism was in a retracted position. Dried blood and body fluid were noted around the helix. Subsequent testing, performed separately on each segment, did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Therefore, resistance testing found that on each segment was electrically continuous. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems.

Event description:
It was reported that during the implant procedure, the physician had difficulty inserting the right atrial lead. The sheath, lead, and stylet all had severe resistance due to the subclavian vein was narrow. However, the helix was unable to retract, it was noted with fluoroscopy. When this lead was inserted into the atrial septum. The lead was then tested with the pacing system analyzer and pacing thresholds, sensing amplitude and impedance were deteriorated during the final data measurement. After implanting the lead again in the atrial septum and measuring the data, the helix was rotated 100 turns, but the helix was not extended and the physician suspected a micro-dislodge and adjusted the j-curve deflection, but it dropped out of the septu. The physician decided to explant a new lead and the last lead was tapped at the connector, leaving it as a dilator. A new lead was then successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood/body fluid in helix housing around the helix. Resistance testing found that the lead was not electrically continuous. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems.

Event description:
It was reported that during the implant procedure, the physician had difficulty inserting the right atrial lead. The sheath, lead, and stylet all had severe resistance due to the subclavian vein was narrow. However, the helix was unable to retract, it was noted with fluoroscopy. When this lead was inserted into the atrial septum. The lead was then tested with the pacing system analyzer and pacing thresholds, sensing amplitude and impedance were deteriorated during the final data measurement. After implanting the lead again in the atrial septum and measuring the data, the helix was rotated 100 turns, but the helix was not extended and the physician suspected a micro-dislodge and adjusted the j-curve deflection, but it dropped out of the septu. The physician decided to explant a new lead and the last lead was tapped at the connector, leaving it as a dilator. A new lead was then successfully implanted. No adverse patient effects were reported.